Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in blood. The analysis noted that visual inspection found there was dried blood on helix, no tissue visible on it. Dried blood or tissue on helix is not a lead failure. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right atrial (ra) lead dislodged several times. When the lead was removed, tissue appeared to be in the helix. The lead was replaced with a new lead. No patient complications have been reported as a result of this event.